Event description:
Filling and aspiration difficulties were reported. The pump could not be aspirated during replacement of an end of life (eol) pump. The sutureless connector was removed and cerebrospinal fluid (csf) was seen. The 8578 connector and eol pump were replaced and the system was aspirated with ease. The patient¿s status at the time of the report was alive with no injury. No symptoms or complications were associated with the event. The medications infused were morphine and clonidine. It was later noted that the sc connection of an 8709sc was returned, and the catheter was an 8709sc and not an 8578sc. On (B)(6) 2013 the representative later reported that the catheter access port (cap) aspiration had been unsuccessful, but was ¿good¿ after the catheter was replaced. The pump was a normal eri.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8590-1, lot# n130840, implanted: (B)(6) 2007, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).